Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial and right ventricular lead exhibited noise oversensing which resulted in under pacing. The leads were capped and replaced. The patient was stable.